Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Motor passed motor test. The insulin pump received with cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 394 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.